Event description:
The reporter indicated that the surgeon implanted, removed, and replaced a 12.6mm vticm5_12.6. -3.5/1.0/158 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury.the lens was implanted, removed, and replaced intraoperatively. This resolved the problem.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).